Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number is (B)(6). Correction: e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they started therapy about an hour and 1/2 ago. The arctic sun device keeps alarming 01 patient line open/02 low flow. Nurse provided sn #: (B)(6). Had nurse stop therapy, empty pads, and disconnect. Walked nurse through placing device in manual control. Without pads connected, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -8.8psi, circulation pump command (cpc) was 69 percentage, water reservoir level (wrl) was 3, system hours 1,934, and pump hours 1,577. Nurse confirmed all tubing was straight with no kinks or bends. Informed nurse to connect one pad at a time holding only the tubing and not the clear plastic clamp and confirm audible clicks. Nurse connected right chest pad, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -4.8psi, circulation pump command (cpc) was 90 percentage. Connected left chest pad, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -6.3psi, circulation pump command (cpc) was 100 percentage. Connected right leg pad, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 100 percentage. Connected left leg pad, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) dropped to -2.9psi, circulation pump command (cpc) was 100 percentage. Had nurse disconnect the left leg and reconnect to a different port, water flow rate (wfr) was 3.4 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 100 percentage. Had nurse disable manual control. Nurse restarted therapy, after a few minutes water flow rate (wfr) primed to 3.2-3.3 l/min. Informed nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they started therapy about an hour and 1/2 ago. The arctic sun device keeps alarming 01 patient line open/02 low flow. Nurse provided sn #(B)(6). Had nurse stop therapy, empty pads, and disconnect. Walked nurse through placing device in manual control. Without pads connected, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -8.8psi, circulation pump command (cpc) was 69 percentage, water reservoir level (wrl) was 3, system hours 1,934, and pump hours 1,577. Nurse confirmed all tubing was straight with no kinks or bends. Informed nurse to connect one pad at a time holding only the tubing and not the clear plastic clamp and confirm audible clicks. Nurse connected right chest pad, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -4.8psi, circulation pump command (cpc) was 90 percentage. Connected left chest pad, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -6.3psi, circulation pump command (cpc) was 100 percentage. Connected right leg pad, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 100 percentage. Connected left leg pad, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) dropped to -2.9psi, circulation pump command (cpc) was 100 percentage. Had nurse disconnect the left leg and reconnect to a different port, water flow rate (wfr) was 3.4 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 100 percentage. Had nurse disable manual control. Nurse restarted therapy, after a few minutes water flow rate (wfr) primed to 3.2-3.3 l/min. Informed nurse to call back with any issues.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Reported issue was not reproduced during service. During the evaluation it was found that the reported issue was not confirmed. The device was not cooling patient. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, DHR review is not required the reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Correction: d,h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they started therapy about an hour and 1/2 ago. The arctic sun device keeps alarming 01 patient line open/02 low flow. Nurse provided sn (B)(4). Had nurse stop therapy, empty pads, and disconnect. Walked nurse through placing device in manual control. Without pads connected, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -8.8psi, circulation pump command (cpc) was 69 percentage, water reservoir level (wrl) was 3, system hours 1,934, and pump hours 1,577. Nurse confirmed all tubing was straight with no kinks or bends. Informed nurse to connect one pad at a time holding only the tubing and not the clear plastic clamp and confirm audible clicks. Nurse connected right chest pad, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -4.8psi, circulation pump command (cpc) was 90 percentage. Connected left chest pad, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -6.3psi, circulation pump command (cpc) was 100 percentage. Connected right leg pad, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 100 percentage. Connected left leg pad, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) dropped to -2.9psi, circulation pump command (cpc) was 100 percentage. Had nurse disconnect the left leg and reconnect to a different port, water flow rate (wfr) was 3.4 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 100 percentage. Had nurse disable manual control. Nurse restarted therapy, after a few minutes water flow rate (wfr) primed to 3.2-3.3 l/min. Informed nurse to call back with any issues. Per follow up information received via mail on13may2025, per review of wo, it was reported that the email from customer saying that the arctic sun device had been alarming with flow issues. They called the helpline to say that the flow issue was resolved and spoke to sn at hospital and device was not cooling patient. They went in, took data off and reviewed. Did heating and cooling check also which was fine, and data showed cooler ok so there was a pump issue and would need to go back to representative. Device sent to depot repair. They had to remove patient, no other device to use. The patient was not able to be cooled to the desired temperature, but there was no impact that required medical intervention.